Event description:
Medtronic received information that approximately 6 years, 8 months, and 15 days following the implant of this transcatheter bioprosthetic valve, severe aortic insufficiency was noted. A non-medtronic valve was implanted via a transfemoral approach. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.